Event description:
Reporter reports back to back testing on meter to lab while using the advantage system with results of 126 mg/dl on the meter and 67 mg/dl at the lab. Quality controls were run and in range; specific results were not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.